Manufacturer narrative:
Investigation summary: a complaint of a hole being found in the tubing was received from the customer. A sample was provided for the investigation of this defect. Through visual inspection the customer complaint was confirmed. A cut was found in the tubing below the pumping segment near the second y-site. A device history record review for model 2426-0007 lot number 20125082 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6)2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: an investigation has been performed for this defect in the past and the potential root cause identified by the cmrb team was that when the roller was assembled to the tubing, the roller clamp had been activated and not detected during manufacturing.

Event description:
It was reported that as lvp 20d 3ss cv tubing had a hole and leaked. The following information was provided by the initial reporter: it was reported by the customer that there is a hole in the tubing which resulted in leakage.